Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm) lithium coin cell battery. Release testing was performed. The unit operated to the manufacturer's specifications. The issue reoccurred on 21-jul-2023 while the fsr was performing preventative maintenance on the system. The ccm was replaced and returned to the manufacturer on 25-jul-2023. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The central control monitor (ccm) powered up and ran as expected for 20 minutes and then displayed an error message. The coin cell battery, and the bus cable were replaced during troubleshooting. Release testing was performed. The unit operated to the manufacturer's specifications. The field service representative (fsr) reinstalled the ccm. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the reported non-clinical activity was during inspection of the unit after a power surge.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'computer needs service' message. There was no patient involvement.